Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. No motor error alarm noted during bolus and basal delivery. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched display window, scratched case and cracked reservoir tube.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 162mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.